Event description:
It was reported that during a prostate procedure, the errors indicative of a resonator malfunction were observed. The errors were not able to be cleared. The procedure was completed with "turp." "Patient condition was ok." No injury to the patient was reported.